Event description:
Vascade was used at the end of a diagnostic cardiac catheterization procedure for the purpose of closing the femoral artery access site. During the steps for deployment, the distal portion of the black sleeve separated on the device. This resulted in a decision to collapse the disc and remove the device. Upon extraction, all components of the vascade device were removed successfully. There was no trauma to the pt. Manual compression was performed on the groin access site until hemostasis was achieved.

Manufacturer narrative:
No pt injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.